Event description:
It was reported to ge that there are three x-ray technicians who believe they are getting carpal tunnel syndrome from using the smarthandle on their lcv system. In particular they believe it is from the twisting motion of the handle when moving the gantry. One technologist said they feel the pain in their wrist only after they use the equipment.